Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation"), device dislocation ("device migration/ essure device migrated outside of her fallopian tubes"), device breakage ("device fracture"), pregnancy with contraceptive device ("unintended pregnancies") and habitual abortion ("miscarriages") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included c-section (for child birth) in (B)(6), c-section (for child birth) in (B)(6), c-section (for child birth) in (B)(6), breast biopsy in 2015, multi gravida, parity 3 (date of birth: (B)(6)) and stillbirth in 2007. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: nuvaring in 2005. Concomitant products included ibuprofen in 2014 and vicodin (norco) in 2017 for pain. In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced back pain ("back pain") and chest pain ("chest pain"). In 2015, the patient experienced arthralgia ("joint pain"). In 2016, the patient experienced headache ("headaches"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular and abnormal menstruation"), menorrhagia ("heavy and prolonged menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure uring the first trimester of pregnancy. The patient was treated with muscle relaxants, analgesics, surgery (underwent an essure removal via hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, habitual abortion, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, hormone level abnormal, migraine, back pain, chest pain, headache and arthralgia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered arthralgia, back pain, chest pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, habitual abortion, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: patient used patch (unspecified) in 2006 and pill (unspecified) in 2008. Patient does not recall if she had an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. Current weight as of (B)(6) 2018: (B)(6) pounds. Approximate weight at the time of essure placement: (B)(6) pounds. Most recent follow-up information incorporated above includes: on 8-jan-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events essure device migrated outside of her fallopian tubes was clubbed with previously reported event device migration. Events back pain, abdominal pain, chest pain, headaches, pelvic pain, joint pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation"), device dislocation ("device migration"), device breakage ("device fracture"), pregnancy with contraceptive device ("unintended pregnancies") and habitual abortion ("miscarriages") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular and abnormal menstruation"), menorrhagia ("heavy and prolonged menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy on (B)(6) 2017), surgery (hysterectomy on (B)(6) 2017) and surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, habitual abortion, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, hormone level abnormal and migraine outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, habitual abortion, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation"), device dislocation ("device migration/ essure device migrated outside of her fallopian tubes / essure migration"), device breakage ("device fracture"), pregnancy with contraceptive device ("unintended pregnancies"), habitual abortion ("miscarriages") and rheumatoid arthritis ("diagnosed with rheumatoid arthritis in 2015") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not performed essure confirmation test". The patient's past medical history included c-section (for child birth) in 2006, c-section (for child birth) in 2009, c-section (for child birth) in 2010, breast biopsy in 2015, multi gravida, parity 3 (date of birth: 19-jun-2006, 18-mar-2009, 05-feb-2010), stillbirth nos in 2007, deep vein thrombosis, fibroids, fibromyalgia, gastroparesis, pancreatic cyst, protein s deficiency, rheumatoid arthritis, ex-smoker and ganglion removal. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: nuvaring in 2005 and oral contraceptive nos. Concurrent conditions included alcoholic (occasional), nausea, vomiting, swelling nos, hives, constipation and lower abdominal pain. Concomitant products included ibuprofen since 2014 and vicodin (norco) since 2017 for pain. In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced back pain ("back pain") and chest pain ("chest pain"). In 2015, the patient experienced arthralgia ("joint pain"). In 2016, the patient experienced headache ("headaches"). In may 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular and abnormal menstruation"), menorrhagia ("heavy and prolonged menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with muscle relaxants, analgesics, surgery (underwent an essure removal via hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on 25-jul-2017. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, habitual abortion, rheumatoid arthritis, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, hormone level abnormal, migraine, chest pain and headache outcome was unknown and the back pain and arthralgia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered arthralgia, back pain, chest pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, habitual abortion, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pregnancy with contraceptive device, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: patient used patch (unspecified) in 2006 and pill (unspecified) in 2008. Patient does not recall if she had an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded current weight as of 08-jan-2018: 143 pounds approximate weight at the time of essure placement: 140 pounds most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received - new event "did not performed essure confirmation test" was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation"), device dislocation ("device migration/ essure device migrated outside of her fallopian tubes"), device breakage ("device fracture"), pregnancy with contraceptive device ("unintended pregnancies"), habitual abortion ("miscarriages") and rheumatoid arthritis ("diagnosed with rheumatoid arthritis in 2015") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included c-section (for child birth) in 2006, c-section (for child birth) in 2009, c-section (for child birth) in 2010, breast biopsy in 2015, multi gravida, parity 3 (date of birth: (B)(6) 2006, (B)(6) 2009, (B)(6) 2010), stillbirth nos in 2007, deep vein thrombosis, fibroids, fibromyalgia, gastroparesis, pancreatic cyst, protein s deficiency, rheumatoid arthritis, ex-smoker and ganglion removal. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: nuvaring in 2005 and oral contraceptive nos. Concurrent conditions included alcoholic (occasional), nausea, vomiting, swelling nos, hives, constipation and lower abdominal pain. Concomitant products included ibuprofen since 2014 and vicodin (norco) since 2017 for pain. In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced back pain ("back pain") and chest pain ("chest pain"). In 2015, the patient experienced arthralgia ("joint pain"). In 2016, the patient experienced headache ("headaches"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular and abnormal menstruation"), menorrhagia ("heavy and prolonged menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with muscle relaxants, analgesics, surgery (underwent an essure removal via hysterectomy), surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, habitual abortion, rheumatoid arthritis, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, hormone level abnormal, migraine, chest pain and headache outcome was unknown and the back pain and arthralgia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered arthralgia, back pain, chest pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, habitual abortion, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pregnancy with contraceptive device, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: patient used patch (unspecified) in 2006 and pill (unspecified) in 2008. Patient does not recall if she had an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded . Current weight as of (B)(6) 2018: (B)(6) pounds. Approximate weight at the time of essure placement: (B)(6) pounds . Most recent follow-up information incorporated above includes: on 5-feb-2018: fu from pfs+ mr: previously reported events¿ back pain and arthralgia¿ outcome updated from unknown to not recovered/resolved. Reporter information, patient other relevant history updated.the event rheumatoid arthritis was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ perforation'), device dislocation ('device migration/ essure device migrated outside of her fallopian tubes / essure migration'), device breakage ('device fracture'), pregnancy with contraceptive device ('unintended pregnancies'), habitual abortion ('miscarriages'), rheumatoid arthritis ('diagnosed with rheumatoid arthritis in 2015') and abdominal pain lower ('cramping') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not performed essure confirmation test". The patient's medical history included breast biopsy in 2015, c-section (for child birth) in 2010, c-section (for child birth) in 2009, stillbirth nos in 2007, c-section (for child birth) in 2006, pelvic adhesions in 2006, chest pain in 2005, multi gravida, parity 3 (date of birth: (B)(6) 2006, (B)(6) 2009, (B)(6) 2010), deep vein thrombosis, fibroids, fibromyalgia, gastroparesis, pancreatic cyst, protein s deficiency, rheumatoid arthritis, ex-smoker, ganglion removal and perineal pain. She had no history of suffering migraines prior to undergoing the implantation of essure. Current weight as of (B)(6) 2018: 143 pounds. Approximate weight at the time of essure placement: 140 pounds. Previously administered products included for an unreported indication: oral contraceptive nos and nuvaring. Concurrent conditions included alcoholic (occasional), nausea, vomiting, swelling nos, hives, constipation and lower abdominal pain. Concomitant products included hydrocodone bitartrate;paracetamol (norco) since 2017 and ibuprofen since 2014 for pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain") and chest pain ("chest pain"). In (B)(6) 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In 2015, the patient experienced arthralgia ("joint pain"). In (B)(6) 2016, the patient experienced headache ("headaches"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular and abnormal menstruation/ unusual periods"), menorrhagia ("heavy and prolonged menstruation"), dyspareunia ("pain during intercourse/painful sex"), migraine ("migraines") and abdominal pain lower (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with analgesics, muscle relaxants and surgery (hysterectomy and underwent an essure removal via hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, habitual abortion, rheumatoid arthritis, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, hormone level abnormal, migraine, chest pain, headache and abdominal pain lower outcome was unknown and the back pain and arthralgia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, arthralgia, back pain, chest pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, habitual abortion, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pregnancy with contraceptive device, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: patient used patch (unspecified) in 2006 and pill (unspecified) in 2008. Patient does not recall if she had an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure coils in place; fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, abdominal pain. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Reporter information added. Event cramping was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.